Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The fse replaced the back cover (0441-00-0194). The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during patient transport, the cardiosave intra-aortic balloon pump (iabp) was dropped causing damage to the back panel. There was no patient harm reported.